Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the implantable cardioverter defibrillator exhibited post sensed t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made during the device check.